Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. The disk drive was replaced. The system was tested and found to be working as intended and placed back into svc.

Event description:
It was reported that the system 9800 had a defective hard disk preventing the proper storage of images. There was no adverse pt involvement reported. There was no pt info reported.